Manufacturer narrative:
The investigation for the reported ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the ischemia could not be determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump supported and during the support of 6 days there was new infection noted, blood cultures were positive and antibiotics were begun. When the pump was successfully weaned and pump was explanted, but at the time of explant. After hemostasis was achieved they saw that there was a lack of flow in the left femoral artery. They had to use a thrombectomy device and stent the right popateal. Patient is stable post explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is 1 of the 2 reports where this report is for pump and related report is for aic.